Event description:
It was reported that during embolization of a pseudoaneurysm the third coil used in the case became stuck, unraveled with a portion of the coil remains in the patient. The first azur cx coil was followed by a competitor pushable coil which experienced resistance in a competitor catheter. The physician pushed out the competitor pushable coil out of the catheter and then attempted to place an azur coil behind it; however, it got tangled up in the coil mass. When the physician attempted to retract the azur coil, it became stuck and began to unravel. The physician snared some of the coil out. A portion of the unraveled coil remains in the patient¿s body, from the sma to the aorta and down near the femoral access point. The procedure outcome was successful. The patient is reported as stable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional information received: the pseudoaneurysm was in the sma. The unraveled coil went from sma down near the common femoral artery. The coil strand was glued in place. No additional meds noted.

Manufacturer narrative:
The investigation of the returned coil system found the implant coils to be stretched, broken, separated from the pusher, and tangled on the distal end of the snare device. The pusher was not returned for evaluation. The distal portion of the severed implant was also not returned for evaluation as it remained in the patient as described in the reported event. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.